Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7028719.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to inadequate stimulation. Device will not return, product was retained/disposed of by facility. The patient is doing well post operatively. There is no information on the use of electrocautery.